Manufacturer narrative:
The investigation determined that lower than expected potassium results were obtained from a non-vitros mas quality control fluid using vitros chemistry products potassium (k+) slides lot 4102-1106-2795 and lot 4102-1099-0284 on a vitros 350 chemistry system . The assignable cause of the event is an instrument issue. The customer was experiencing ongoing issues since approximately (B)(6) 2023 with condition code ¿6bg pf-prediction * electrometer results outside limit¿ and humidity issues. The customer had service actions performed on (B)(6), (B)(6), (B)(6) and (B)(6) 2023 leading up to this event when the final service actions took place on (B)(6) 2023. Prior service actions included replacing the electrometer and cable, wear pads, belt, electrolyte reference fluid pump and dispense blade. On (B)(6) 2023 the ortho field engineer (fe) found that the connectors on the humidity plate were swapped for the salt pads and the desiccants. The ortho fe reversed the connectors so that they were correct, and changed the salt pads and desiccant packs, then verified that humidity came into and stayed in the acceptable range. The customer has reported no further issues since the service actions on (B)(6) 2023. Continual tracking and trending does not indicate a systemic issue with vitros chemistry products k+ slides lot 4102-1106-2795 or lot 4102-1099-0284.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected potassium results were obtained from a non-vitros mas quality control fluid using vitros chemistry products potassium (k+) slides lot 4102-1106-2795 and lot 4102-1099-0284 on a vitros 350 chemistry system . Vitros k+ lot 4102-1106-2795 vitros k+ mas level 3 results of 4.14 and 4.39 mmol/l vs the expected result of 6.22 mmol/l vitros k+ lot 4102-1099-0284 vitros k+ mas level 3 results of 4.11 mmol/l vs the expected result of 6.22 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros k+ results were obtained from a non-patient fluid. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).